Manufacturer narrative:
Foreign report source: (B)(6)

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed. It was reported that subsequently when the cassette was removed and reattached again the alarm was resolved. No adverse patient effects were reported.